Manufacturer narrative:
B5. Additional information received; it was reported the event was not believed to be an endoleak . It was heard from the physician that there was a possibility of graft damage, but it was then determined that it was not damaged and additional details are unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported contrast leakage could not be confirmed on the pre-implant films provided; therefore, the cause of the event could not be determined. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the source/cause of the contrast medium observed on the exterior trunk of the stent graft. Although the lack of cine angiogram images during the procedure did not allow for a more comprehensive determination of the reported access difficulty, the difficulties in positioning the device in the patient could be appreciated on viewing the severely tortuous anatomy.   Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in the patient for the endovascular treatment of a 38* 60mm aaa. It was reported that the case consisted of a y-graft replacement from the lower half of aorta, and the patient had a saccular aneurysm directly below the renal artery. It was reported during the procedure, that access was difficult, but there were no problems observed during the final contrast. However, contrast medium could be confirmed on the exterior of the trunk of the synthetic graft in postoperative CT performed approximately 4 days later. No adverse effects were reported, and the stent graft wasn¿t believed to be damaged per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored.